Event description:
It was reported that there is a mismatch in the foley catheter product label. As per the customers communication and cardinal market product page, the foley catheter product size should be labelled as 16fr/5ml size. But received the product labeled as 16fr/10ml size. (Batch#: ngkn2999- 19437192) (batch#: ngkp3033- 19437193).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. The reported event is not attributed to a device malfunction. Submitting the investigation details as additional information. The investigation was unconfirmed. Product meets specifications. Visual evaluation of the returned sample noted two unopened boxes (with original packaging), silicone foley catheter. Visual inspection of the first-photo sample noted that the outside label which states that the inflation volume which is 10ml with a 5 ml balloon. The second and third photo shows the inside product labeling information noting that the inflation volume which is 10ml with a 5 ml balloon. This does meet specification per (B)(4), revision 35". The reported event is unconfirmed a risk review is not required. The reported event is unconfirmed; a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there is a mismatch in foley catheter product label. As per the customers communication and cardinal market product page, the foley catheter product size should be labelled as 16fr/5ml size. But received the product labeled as 16fr/10ml size. (Batch#ngkn2999) (batch#ngkp3033). As per additional information received, only 2 boxes were reported as defective. They are full and the catheters are unopened. There was no report of the materials being used on a patient.